Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code: mechanical (g04) - im nail. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap view of the left hip demonstrates partial visualization of a left femoral intramedullary rod with gamma nail. Left hip orthopedic hardware with transverse fracture involving the proximal humeral diaphysis as well as a fractured intramedullary rod just distal to the gamma nail. Transverse fracture proximal femoral diaphysis. Fractured intramedullary rod just distal to the gamma nail. Transverse fracture of the proximal humeral diaphysis with associated instability could have led to fractured intramedullary rod. A definitive root cause cannot be determined. The reported event is confirmed by provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 7 months  post implantation due to implant fracture. Attempts have been made and additional information on the reported event is  unavailable at this time.